Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: customer return sample / photo and/or retain evaluation summary: 10 samples were returned by the customer in support of this complaint. All had their np shields removed prior to screwing into bd suhs. In 2 of the 10 samples, the IV shields fell off their needles, during this procedure. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: evaluation of the 2 returned samples whose IV shields detached, confirmed the presence of a flaw on one of the hub wings which could either be a moulding defect or wear on that wing as the hub passed through the process. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the returned samples. Root cause description: the most likely root cause of this defect is that one of the wings was worn by friction as it passed through the process, making the fit of the IV shield looser. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that the IV safety shield fell off of the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle, resulting in the nurse receiving a clean needle stick. No report of medical intervention or serious injury.